Event description:
It was reported that a user experienced scan errors when attempting to activate a new freestyle libre 3 plus sensor with the ilet app, and the issue resolved after the user deleted and reinstalled the ilet application. Symptoms included difficulty completing sensor pairing and activation. Outcomes included restoration of normal function after basic troubleshooting without need for further intervention. Investigation included customer communication and guided software troubleshooting steps. Investigation of this case revealed an application-level scanning or pairing malfunction that was resolved by reinstallation, indicating a transient software interaction rather than a hardware defect. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.